Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.implant date: implant date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the patient experienced a liver abscess. 100 micron embozene microspheres were selected for use in a bland embolization procedure to treat a neuroendocrine tumor in the liver. The microspheres were delivered. The patient experienced a liver abscess complication. A drain was placed in the abscess. The patient stabilized and was fine.

Event description:
It was reported that the patient experienced a liver abscess. 100 micron embozene microspheres were selected for use in a bland embolization procedure to treat a neuroendocrine tumor in the liver. The microspheres were delivered. The patient experienced a liver abscess complication. A drain was placed in the abscess. The patient stabilized and was fine. It was further reported that the neuroendocrine (carcinoid) liver metastases was treated with the 100 micron embozene microspheres on (B)(6) 2021. On (B)(6) 2021, the computed tomography (CT) scan revealed abscess.